Manufacturer narrative:
No items were made available for identification or evaluation, devices were kept by the hospital. The root cause of the reported event cannot be determined with the limited info provided. Loosening is identified in the instructions for use as a possible adverse effect of hip arthroplasty and the technique for correct implantation of the acetabular shell is clearly stated in the surgical protocol. A review of the device history records indicates that, where valid lot codes were provided, the reported devices were mfg and accepted into final stock with no reported discrepancies. There have been no other reported events for this reported lot.

Event description:
It was reported: loose cup. Outcome; new revision cup, stable, new biolox head, stem stable. It was noted that no further info from both hospital and surgeon.